Event description:
Received a copy of the medwatch report from FDA, which states, ¿continuous infusion started without plunger engagement plunger detect sensor did not recognize that plunger was not engaged with driver head.¿ no other information is available.

Manufacturer narrative:
Mw5096082. Investigation conclusion: the reported issue that the plunger detect sensor did not recognize that plunger was not engaged with driver head could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. Device inspection: no product was returned and an inspection of the suspect device could not be performed. Root cause analysis: not applicable. Device history review: a review of the device history record showed the device had a manufacture date of 26may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Correction: b2 & h6 (device code).

Event description:
Received a copy of the medwatch report from FDA, which states, ¿continuous infusion started without plunger engagement plunger detect sensor did not recognize that plunger was not engaged with driver head.¿ no other information is available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the medwatch report from FDA, which states, ¿continuous infusion started without plunger engagement plunger detect sensor did not recognize that plunger was not engaged with driver head.¿ no other information is available.

Manufacturer narrative:
Correction: b1, b2, h1.

Event description:
Received a copy of the medwatch report from FDA, which states, ¿continuous infusion started without plunger engagement plunger detect sensor did not recognize that plunger was not engaged with driver head.¿ no other information is available.